Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. No deformation of the nozzle was observed. However, it was confirmed that reprocessing was not conducted in accordance with the instructions for use at the user facility. Therefore, the cause of the remaining foreign material was presumed to have occurred due a reprocessing deviation of the device from the instructions for use at the user facility. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. "[Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities." "[Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed. Evaluation did fine the water removal ability did not meet the standard value due to clogging of the nozzle, the bending section cover adhesive had a white clouded area, the paint on the suction cylinder was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis lucera elite colonovideoscope was displayed, but noisy. The customer did not know about any foreign material in the scope. There were no issues with cleaning or reprocessing the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.